Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown but that it may have been due to a fall. When asked about the steps taken to resolve the issue they stated that it was turned off during a heart ablation on 2024-jun-20 and that it was charged but would not connect. They stated that the issue had been resolved with someone's help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had turned off the device for an ablation procedure and afterwards the patient wasn't able to connect to implant to turn therapy back on. During call patient had communicator on and over implant site and they were getting device not responding. Patient confirmed that they were able to feel implant after palpating. Patient was able to connect to my therapy app but then saw data lost, patient ended session.